Event description:
It was reported that the cartridge did not fit securely on the pump. Reportedly, there was unspecified obstruction to the pneumatic tap. Customer's blood glucose level was approximately 150 mg/dl. The customer reinstalled the cartridge and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.